Event description:
During a review of the patient's programming history, it was found that a faulted system diagnostic test was performed on (B)(6) 2005. A final interrogation was not performed to check the patient's settings. Upon performing an initial interrogation at the next visit, (B)(6) 2005, it was found that the patient was set to different parameters, indicative of a faulted test. These settings were adjusted within this visit.

Manufacturer narrative:
Analysis of programming history.